Manufacturer narrative:
B3: date of event estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to the reported difficulty firing the trigger button include, but are not limited to, user presses firing button (#4) prior to full advancement of thumb advancer, incorrect device positioning. The reported ¿deployment felt weak" appears to be a subsequent symptom of the reported difficulty deploying the trigger button. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified artery was attempted using a starclose se device after a left heart catheterization procedure. Reportedly, after all steps performed without issue, the clip deployment button was stuck, yet, the clip was able to be deployed. Deployment felt "weak". The clip was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.